Manufacturer narrative:
This report is submitted on june 19, 2018. (B)(4) .

Event description:
Per the clinic, the patient developed an infection surrounding the implant site, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are any plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.